Event description:
Philips received a complaint on the heart start mrx defibrillator indicating that the device delivered only 125j when 150j was selected. Available details indicate that the device delivered only 125j when 150j was selected. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heart start mrx device, and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, and no further evaluation is warranted at this time.